Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was observed that the catheter was leaking. When evaluated by the doctor, rupture of the lumen was evidenced.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number provided. The device history record review established the device was manufactured within specification and customer requirements. There were no deviations or process changes in the manufacturing and/or materials for this part number. All inspections and sequence of operations were properly followed and documented. A 100% leak test is performed during inspection of this device. This test is capable of detecting lumen holes/tears in the lumen that could lead to a malfunction. Without an evaluation of the actual device involved a root cause could not be determined.